Event description:
It was reported that upon interrogation, the device reported to be in backup vvi mode without defibrillation capabilities technical services recommended explanting the device. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.